Manufacturer narrative:
It was reported that several hours post-implant the patient coded due to a late circumferential pericardial effusion which developed into a cardiac tamponade. Information from field indicated that during implant it was noted that the pectinate at the landing zone caused the device to not be coaxial and resulted in multiple partial re-captures before implant. Also reported that during procedure the 28 mm amulet device was partially re-captured 3 times and was determined to be too big for the left atrial appendage; the device was fully re-captured and replaced with a new 25 mm amplatzer amulet left atrial appendage occluder using the same delivery sheath. Please note that per the instructions for use, ¿if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction.¿ the device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event. It is possible that the reported operational difficulties may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed and fluid was drained. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. The patient's left atrial pressure was 18mmhg during the procedure. The patient's activated clotting time (act) level was 200 sec. Transseptal puncture was medial mid. During the procedure the device was partially re-captured 3 times. It was determined that the device as too big for the left atrial appendage (laa). The device was fully re-captured and removed from the patient. The device was replaced with a new 25mm amplatzer amulet left atrial appendage occluder using the same delivery sheath. During implant it was noted that the pectinate at the landing zone caused the device to not be coaxial and resulted in multiple partial re-captures. The device was implanted. Several hours post-implant the patient coded. Cardiopulmonary resuscitation (CPR) was performed. A late circumferential pericardial effusion that was measured as 2cm was detected which developed into a cardiac tamponade. Pericardiocentesis was performed and fluid was drained. A transesophageal echocardiography (tee) was performed and the device appeared to be stable. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. The patient's left atrial pressure was 18mmhg during the procedure. The patient's activated clotting time (act) level was 200 sec. Transseptal puncture was medial mid. During the procedure the device was partially re-captured 3 times. It was determined that the device as too big for the left atrial appendage (laa). The device was fully re-captured and removed from the patient. The device was replaced with a new 25mm amplatzer amulet left atrial appendage occluder using the same delivery sheath. During implant it was noted that the pectinate at the landing zone caused the device to not be coaxial and resulted in multiple partial re-captures. The device was implanted. Several hours post-implant the patient coded. A late pericardial effusion was detected. A pericardiocentesis was performed and fluid was drained. A transesophageal echocardiography (tee) was performed and the device appeared to be stable. The patient status was stable.